Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the lead completely sheared apart in the header of battery. It was discovered when completing a battery replacement. To resolve the issue a complete revision was completed. It was reported that the issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2ba7m); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ba7m implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead h3: analysis of the implantable neurostimulator (s/n: (B)(6)) indicated that the device passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. H3: analysis of the returned 978b128 lead (l/n: va2ba7m) identified that the outer insulation of the lead was twisted. Analysis identified that conductors 0-3 were broken at the proximal end of the lead as the result of factors beyond intended reliability. Analysis identified a break in the insulation under electrodes 2 and 3 at the proximal end of the lead. Analysis identified that the conductor(s) were broken in the body of the lead as a result of factors not related to product reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.